Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080968) on 12-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("'reoccuring' infections"), back pain ("back pain"), dysmenorrhoea ("painful period"), menorrhagia ("heavy periods") and dyspareunia ("painful intercourse"). At the time of the report, the pelvic pain, infection, back pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, dyspareunia, infection, menorrhagia and pelvic pain with essure. The reporter commented: an injury (required intervention) was mentioned but not specified and /or assigned to one of the events. "Plantiff" will be having a hysterectomy. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("reoccurring infections"), back pain ("back pain"), dysmenorrhoea ("painful period"), menorrhagia ("heavy periods") and dyspareunia ("painful intercourse"). At the time of the report, the pelvic pain, infection, back pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter provided no causality assessment for back pain, dysmenorrhoea, dyspareunia, infection, menorrhagia and pelvic pain with essure. The reporter commented: an injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Plaintiff will be having a hysterectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.